Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06437. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and two 24mm watchman® laa closure device & delivery systems were used. There was no pericardial effusion prior to the beginning of the procedure. The first 24mm closure device was deployed, but it was fully recaptured and removed from the patient. The anesthesiologist was asked to assess the condition of the patient, and did a sweep on images looking for effusion and none was noted. The second 24mm closure device was successfully deployed and released. The access sheath was not deeply seated in the appendage during deployment. It seemed to be a normal redeployment after 2 partial recaptures, in attempt to get the closure device to open fully since the feet were constrained in the distal lobe of the laa. After the release of the closure device, a small pericardial effusion was noticed. The 2 cardiologists and the anesthesiologist on echocardiogram remained in the room for 20 minutes afterwards. No changes were reported in the effusion while the patient recovered from anesthesia. No intervention was required to treat the pericardial effusion. One hour after the procedure, the patient continued to recover without intervention.